Event description:
It was reported that a revision was performed to this right atrial lead due to experiencing dislodgement. The lead was repositioned and remains in service. No further adverse patient effects were reported.